Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged post placement. The lead was removed and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.